Event description:
It was reported that,"the clips jammed and the surgeon was unableto close off an artery. It was closed using another device. There was no pt injury. The procedure was not altered."

Manufacturer narrative:
The device is being decontaminated. When the quality engineer has completed his investigation. I will file a supplemental report.